Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.

Event description:
The customer reported via phone call that they received multiple no delivery alarms. The customer stated that battery change resolved the no delivery alarm. The customer stated that they had high blood glucose of 330 mg/dl at the time of incident. The customer's blood glucose was 329 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer declined check for air bubbles, leaks, site and insulin issues and setting issues. The insulin pump was returned for analysis.